Event description:
Event: patient death. Case details: it was reported to guidant on 01/16/02 that a patient had expired approximately two weeks prior due to bowel ischemia. No additional information was available as of this report.